Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family called and reported that customer was experienced high blood glucose with blood glucose of 441 to 461 mg/dl at the time of the incident. The customer was at 146 mg/dl at the time they left school. The customer did not mention how they treated the highs. The customer experienced symptoms such as a headache. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the pump was not accounting for active insulin and giving double the insulin required. The customer ended up with a low of 77 mg/dl and treated with food and soda. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Pump passed the delivery accuracy test at 0.08765 inches. Additional information has been received which was not included with the initial report. The information has been provided with this report. B)(4).

Event description:
It was reported via phone call that the weight has been changed to (B)(6).